Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during this procedure, the hydratome device was used for placement of its preloaded guidewire into the common bile duct (cbd). Once guidewire placement was established in the cbd, the sphincterotome portion of the device was removed, leaving the guidewire in place. Following guidewire placement, they removed a plastic stent that had been placed during a previous ercp. An extractor balloon device was passed over the guidewire, inflated above the stent, and used to pull the stent closer to the scope to expose more of the stent. The stent was then removed with a snare. The stent removal took about 45-60 minutes due to the anatomy of the duodenum and poor visibility of the stent. After stent removal, stone extraction was performed. Due to the size of the stones, the cbd was dilated to 15mm for dilation assisted stone extraction (dase), and extractor balloons were used to remove the stones and debris. All patient stats were reported to be normal after stone removal. To ensure all stones were removed, a spyglass device was then used for exploration of the common bile duct including visualization of the hepatic duct. Irrigation was performed prior to and used often during exploration. After 15-20 minutes of exploration with irrigation, the patient¿s blood pressure began to drop and they aborted the procedure. The patient was not responding, and they began performing CPR. This continued for about 90 minutes before there was a pulse and blood pressure. The patient was placed on a ventilator but died two days later. According to the physician, the cause of death was an air embolism. It was reported that it is possible the cbd was perforated by the guidewire during the process of removing the plastic stent. However, the physician does not believe the possible perforation led to the air embolism. The physician indicated that air embolism is a known complication of any endoscopic procedure, especially ercp with cholangioscopy and therefore was not related to the bsc devices. There was no malfunction of the sphincterotome or its preloaded guidewire.